Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expect. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. As a result of these findings, fa was able to conclude that the carriage instrument sterile adapter was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulators (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the system presented the same multiple recoverable faults. The caller recovered the faults to continue, but then the system advised to disable one of the universal surgical manipulators (usm). The customer disabled one of the usms and continued with the case using three usms. There were no reports of patient injury.